Event description:
An 8fr fidelty user carton was returned; visual examination of the contents revealed two sealed insertion kits; packaged on top was an 8fr fidelity insertion kit, lot number: gas, expiration date:2009/12/11. Packaged below was an 8 fr profile insertion kit, lot number: bpe, expiration date 2002-09-23. No iab was found in the carton. Expiration date: 2006-12-04.